Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of previous investigations for similar incidents confirmed the customer's indicated failure mode for fm.

Event description:
It was reported that the bd vacutainer® k2e 10.8mg plus blood collection tubes contained fm in the cap.